Event description:
7 month old female with medical history of digeorges syndrome and type I truncus arteriosus. Underwent truncus arteriosus repair with pulmonary homograft on 4/25/96. Post operative report had cardiovascular collapse requiring open chest resuscitation and repeat cardio-pulmonary bypass. Pt developed post operative mediastinitis. Echo on 7/29/96 showed pulmonary insufficiency and new aortic insufficiency. Pt underwent pulmonary valve replacement on 9/3/96 indicates explanted tissue was focally devitalized artery with patchy fibrosis. Site relates obstruction and regurgitation homograft.